Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the foreign material findings could not be identified. Based on the results of the investigation, the most likely cause was also not established. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign materials in the air/water cylinder, air/water tube, and jet tube. There was no patient involvement.